Manufacturer narrative:
The device was not returned for investigation. Angiograms were obtained by essential medical and confirmed access site was positioned low on the femoral head but above the bifurcation. It was confirmed there was a flow limiting dissection present. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. It is suspected that the manta toggle may have caught the dissection and deployed collagen in the vessel. This cannot be confirmed because an undersized balloon was used for remedial action so dimpling on the balloon could not be observed. The following adverse events related to the deployment of vascular closure devices has been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection and/or ischemia of the leg or stenosis of the femoral artery. The risk documentation was reviewed. This incident is a known risk and the occurrence rate falls below the risk documentation's acceptable level. The device history record (DHR) documentation was reviewed and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The IFU lists vascular complications resulting in stenosis requiring percutaneous interventions such as placement of a stent as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr was performed on (B)(6) 2019. Access was verified by angiogram. Following the procedure manta was deployed and no bleeding was seen during device withdrawal. Immediate hemostasis was seen. Post closure angiogram showed an occluded vessel. Another angiogram showed negligible flow. A 5mm balloon was inflated at the access site in preparation for stent placement. A covered stent was placed across the access site. Flow was restored.